Event description:
It was reported the cable was sent to the customer for repair because there was a problem in a case. The caller did not have any info but responded they have three systems so most likely the staff swapped footswitches to continue. There was no pt consequence. The customer confirmed there was an open in one of the conductors.